Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) recommended in-clinic review to assess lv lead measurements and adjust lv output. No adverse patient effects were reported. This device remains in service.